Event description:
It was reported by the customer that there is unexpected break in the tubing. No other information was provided. Additional info received on 20-jul-2023. Patient had a maintained arterial after cardiac surgery/heart transplant. Immediate post-op care after cardiac surgery. Arterial line discontinued before indicated, required new placement. Delay in abg results, lab draws, arterial pressure reading.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached extension set luer adapter was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that there is unexpected break in the tubing. No other information was provided. Additional info received on 20-jul-2023. Patient had a maintained arterial after cardiac surgery/heart transplant. Immediate post-op care after cardiac surgery. Arterial line discontinued before indicated, required new placement. Delay in abg results, lab draws, arterial pressure reading.